Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was 700 mg/dl at the time of the incident. The customer was assisted in troubleshooting for high blood glucose. The customer's other blood glucose level was 327 mg/dl and it was rising. The customer stated that she wanted to stop insulin despite high blood glucose as she thought it delivered too much on her bolus. The insulin pump will not be returned for analysis.